Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 471 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will not return device for analysis.

Manufacturer narrative:
Insulin pump received with sign of low battery alert due to corroded battery tube compartment noted. Unable to perform any test due to low battery alert.